Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The returned product was inspected under magnification. Significant scratching, damage, and deformation was seen on all surfaces of the guide which could have occurred during initial use or when removed from the bone after the guide fractured. The curved slider of the guide had been sheared off, leaving a flat surface with some discoloration/oxidation. This fracture pattern was a brittle fracture, indicating a single over-loading event. The guides are opened and placed over the corresponding holes of a u-clip. The technique warns that over-compressing the u-clip may damage the primary guide. Excess force can cause the u-clip to resist and push back on the guide. In product testing, the load required to cause the guide to fail could be reached by over tightening of the guide through manual hand tightening or through use of screw mode to compress the guide. However, due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during the procedure, the guide broke. An extra primary guide was available and was used to complete the procedure. All pieces of the broken guide were retrieved. There was no adverse patient consequences or delay in procedure.